Manufacturer narrative:
Product analysis: error code was confirmed and attributed to a faulty link electronic module (lem). The programmer display was found to exhibit intermittent unresponsiveness to the stylus. The issue was attributed to a faulty display overlay. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error code. The programmer was returned for service. No patient complications have been reported as a result of this event. The programmer subsequently tested out of specification during manufacturer's analysis.